Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 65 percent remaining to 15 percent remaining over the course of approximately eight months. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Of note: a request was made post-explant to have data from this device analyzed. Data analysis confirmed the battery consumption had been increasing at an unexpected rate. This device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. The device passed all other returned product testing. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 65 percent remaining to 15 percent remaining over the course of approximately eight months. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Of note: a request was made post-explant to have data from this device analyzed. Data analysis confirmed the battery consumption had been increasing at an unexpected rate. It was also later noted post-explant that this device also exhibited intermittent r-wave undersensing.